Manufacturer narrative:
The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he experienced severe low blood glucose; he ate carbohydrates to treat and then it went high to 470 mg/dl and had to go to hospital. The customer stated that occasionally the insulin pump alarms motor error. The drive support cap is recessed. The device was exposed to x ray. The alarm history showed 2 motor error alarms in the last 30 days. Customer was able to complete the rewind sequence. Blood glucose value at the time of the admission was 370 mg/dl. The customer declined troubleshooting for high or low blood glucose. Current blood glucose was 212 mg/dl. The insulin pump was replaced and returned for analysis.